Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010, and obtained the following info. The pt reported that on (B) (6) 2010 (time unk), he obtained blood glucose readings of "496 and 168 mg/dl" with the subject meter, performed 5 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The pt denied making any changes to his diabetes management in response to the alleged erratic result. The pt claimed he took his usual dose of 26 units of nph after the tests. In addition, the pt denied developing symptoms or receiving medical treatment that day. During the follow-up with the pt, the mss was told by the pt that on the afternoon of (B) (6), 2010 (at 2pm), he developed low blood glucose symptoms of feeling hot, sweaty and shaky after obtaining a result on the subject meter that he felt was inaccurately high. The pt claimed he did not recall the actual result obtained with the subject meter; however, 1 or 2 hours prior to the onset of symptoms, had administered an unspecified amount of rapid insulin. The pt stated that he adjusts the amount of insulin he takes based on his blood glucose reading and carbohydrate intake. The pt stated he treated self with food and/or drink in response to the symptoms. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.